Event description:
The surgeon inserted a screw into a cervical plate/collet and the screw advanced completely through the collet. It is undetermined whether only the collet and screws were replaced, or the cervical plate was also replaced.